Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of failed back surgery. It was reported that the patient lost their patient programmer. The patient also reported that she was in very severe pain. The manufacturer representative checked the device while the patient was in the doctor's office and the patient felt a jolt like lightning in her back. The patient said that over time the shocking pain is becoming more painful and wants the stimulator turned off. The patient said she bent over and she cannot function. A new programmer was sent to the patient's healthcare provider. Patient called back again and said the pain had gotten worse and it felt like a knife was stabbing in her back. It is unknown how the patient is doing now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.